Manufacturer narrative:
(B)(4). Eval: results: (dissection).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal rca. A second endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca to treat the target lesion. There was a distal dissection noted after this stent was implanted and a third endeavor sprint rapid exchange (rx) drug eluting stent was implanted to treat the dissection. Another dissection was present distal to this stent and a fourth stent was implanted to treat this dissection. Pt remained stable throughout procedure. (Mfg#2953200-2010-02261).